Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. Loading doses of 81 mg of aspirin and 90 mg ticagrelor were given the day of the procedure. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, an electrocardiogram revealed lbbb. The widening of left bundle branch block was evident post valve deployment. This event led to the prolongation of hospitalization and a non-bsc temporary pacemaker was placed. Telemetry monitoring was continued. One day post index procedure, the temporary pacer was removed due to improvement in the patient's condition. Two days post index procedure, electrocardiogram revealed the patient still had lbbb. The patient was discharged on aspirin and ticagrelor. At the time of reporting, the event was considered resolved.